Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-03462. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the lead was replaced due to migration. Postoperatively, the patient is reportedly receiving effective therapy. Note: since it is unknown which lead was replaced due to migration, both devices are being reported.